Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no slow performance related to the software. A technical support specialist suspected that the issue might have been resolved by database shrinking and advised the next agent to request a video and timestamp of the occurrence if the issue reappears also recommended performing a quick check on the database size and resource usage in task manager during the occurrence. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the software performance was slow. The customer reported that a malfunction occurred when the user attempted to dispense medication to a patient, resulting in a delay in patient care. However, there were no adverse events or injuries reported based on this event.